Manufacturer narrative:
Evaluation codes, results: other - lack of info (device was discarded). Other - stent graft misaligned.

Event description:
A talent thoracic stent graft was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that friction in iliac arteries caused the delivery system to kink (see MFR # 2953200-2009-00565). This required a 10mm conduit to be sewn in, which enabled another delivery system to be successfully inserted and the stent graft to be deployed just distal to the left subclavian artery. A second stent graft was positioned into the previously implanted proximal stent graft; however, upon deployment the stent graft landed misaligned, it moved distally and covered the celiac, sma, and both renal arteries. Another stent graft was successfully deployed at the intended location inside of the exiting proximal main. Attempts to move the shunted stent graft to restore visceral perfusion were unsuccessful. The decision was made to perform open surgical conversion and remove the dislodged stent graft followed by sewing in of a tube graft as well as deployment of another talent stent graft to complete the procedure. Three stent grafts remained intact in the descending thoracic aorta beginning just distal to the lsa, over the celiac (by choice of the physician) and a few millimeters above the sma. No additional clinical sequelae were reported and the patient was sent to the intensive care unit for recovery.